Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. The evaluation found the device was going directly to the spare lamp due to a power supply unit failure. In addition, a large amount of dust was found inside the unit and the main switch was making a sound. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp was not functioning and the spare lamp indicator was on. The problem, as reported to olympus, was identified during device inspection. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon is likely due to a faulty power unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.